Event description:
The customer reported that the tip of the luer lock syringes were breaking off in the tubing connection. The customer has worked with the pharmacy and newborn intensive care unit (nicu) to investigate this issue. Per customer, at first, they thought it was associated with an antibiotic being infused through the microbore tubing but they came to find out this is happening with all different medications. The customer further stated that when this issue occurs, the nurse cannot flush the remaining antibiotics into the neonates. Additional information was received and stated that this is the first time the customer reporting this issue to cardinal health, as the customer had a task force investigating this issue and have ruled out other possible reasons for this occurring.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.